Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an fiber optic failure. There was no patient injuries reported.

Event description:
N/a

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure. The patient involvement is unknown. No harm reported. A getinge field service engineer (fse) upon arrival, found a damaged fiber optic port.fiber optic port (d012-00-1562) and jumper (d012-00-1808) replaced to resolve reported issue. Calibrations, functional testing, and safety testing all passed per factory specifications. Unit has been returned to customer and cleared for clinical use.